Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had a leak 2 days post surgery and was brought back to the o.r. The surgeon performed a leak test intraoperatively and it passed, it is unknown if this statement refers to the first or second procedure. The device was not saved and is not available for evaluation. It was unknown whether reinforcement material was used. No further information was available from the account.